Manufacturer narrative:
(B)(6). Examination was not possible, as the device has not been returned. Without the return of the device in question a root cause for this incident cannot be determined. A review of the device history records and quality records associated with this manufactured lot confirmed that no additional complaints of this nature have been filed and that no abnormalities were reported with this product during manufacture. There are no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that the device broke during use. No patient injury or other complications were reported.